Event description:
It was reported by the customer that the insulin pump was alarming lost sensor and the keypad was unresponsive to user inputs. Customer stated the device began alarming and when they attempted to clear the alarm the keypad was unresponsive. During troubleshooting, the alarm was cleared by removing the batteries. However, the keypad buttons were still unresponsive. Customer stated they had dropped the device previously and it had been exposed to moisture. Customer's blood glucose level was 291 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
No unexpected audio or beep anomaly or lost sensor alarms were noted. The insulin pump passed the self test. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.